Manufacturer narrative:
.

Event description:
The customer reported the ventilator will function while on battery, but not while plugged into ac power. The customer reported there was no patient involvement.